Event description:
Customer reported noticing a difference between the sensor and the blood glucose readings causing the insulin pump to go into threshold suspend. Customer stated that the blood glucose reading was 140 mg/dl but the sensor was reading 80 mg/dl. Customer stated that they sleep on the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.